Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last two times she changed her infusion set, her blood glucose has gone up and she has to change the set and insert a different set. Customer stated that the issue last occurred on (B)(6) 2016. Customer's blood glucose was 582 mg/dl. Customer changed the infusion set the night before and woke up feeling very sick. Customer stated that it took her almost the whole day to get her blood glucose down. Customer stated that she changed the set and the battery but is unsure what is causing her high blood glucose. Customer stated that the first time the issue occurred was on (B)(6) 2016. Customer's blood glucose was over 600 mg/dl. Customer felt too ill to troubleshoot. Customer stated it takes two infusion sets for her blood glucose to come down. Customer stated that the sets are not damaged when she removes them. Customer's current blood glucose is 91 mg/dl. Customer treated with the pump. Customer stated that the current set is working fine.